Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/16/2025, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump has issues with outflow function. This was discovered during a case with no patient affected.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is confirmed due to damage to the outflow side of the ar-6480dw, arthroscopy pump. Due to the top cover, bottom cover, bezel, lcd touch screen, both door covers, both door levers, and the pinch roller. Confirmed unit software version is v1.8 rev 20. Update the software label from v1.8 rev 24. Unit is missing qty 4 power cords/cables, qty 4 rubber bumpers. The cause of the failure is due to damage to the overflow side of the device. Manufactured date is 9/11/2024. See vendor evaluation.